Event description:
In 2005 to ER with chest pain. Cardiolite stress test showed mild discomfort with injection of adnenosine. Cardiac cath revealed 70% lad lesion just before proximal stent, 3.0 x 12 taxus placed in proximal lad. The pt returns the following month with crushing chest pain and evidence of acute anterior wall mi. Emergent to cath lab and placement of iabp.